Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6. The manufacturer is retrieving and reviewing the device manufacturing reports and the follow up report will be provided upon completion of this review.

Event description:
On (B)(6) 2023, a perceval valve size 21 was implanted in a patient. Reportedly, due to observed pvl after de-clamped, the valve was intraoperatively explanted and replaced with another similar pvs21 valve. The surgery completed without problem. Based on the further information received, the concomitant procedure was mvr, there was no abnormal geometries in patient's annulus, patient remained stable through the procedure and outcome was good. The manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Since limited information is available and the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
H3 other text : unknown disposition.

Event description:
On (B)(6) 2023, a perceval valve size 21 was implanted in a patient. Reportedly, due to observed pvl after de-clamped, the valve was intraoperatively explanted and replaced with another similar pvs21 valve. The surgery completed without problem. No further information is available at this time.